Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010 due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle. The icl was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4)